Event description:
It was reported by a company representative that a physician had seen a case of high impedance. X-rays were reviewed, but there was no break in the lead seen. Additional relevant information has not been received to-date. No known surgery has occurred to-date.